Manufacturer narrative:
(B)(4) reported event is considered confirmed as the returned device is damaged and the state of the locking mechanisms would not permit its mating with an appropriate tibial component. DHR was reviewed and no discrepancies relevant to the reported event were found. Visual examination showed signs of nicks and gouges on the inferior side, the dovetail were observed to be flared out on both sides. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined with the information provided. Products were reviewed for compatibility with no issues noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: 00598003701, nexgen stemmed precoat tibial component, 63974545. Report source, foreign - the event occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee replacement procedure the implant would not sit properly into the tibial component when the surgeon tried to insert it. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.